Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a painful right hip. Metal on metal. No additional information. Doi: (B)(6) 2006. Dor: (B)(6) 2021; hip unknown.